Manufacturer narrative:
(B) (4): info anticipated, but unavailable at this time.

Event description:
It was reported that during a splenectomy procedure, the device fired misformed clips. No further info is available. Another device was used to complete the procedure. There were no adverse consequences for the pt.